Event description:
The hosp reported that after an endoscopic vein harvesting procedure, vasoview hemopro adapter cord came apart when user pulled the cord off of device. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. There were signs of clinical use and no evidence of blood. The connector that attaches to the extension cable was damaged. The connector coller had been dislocated from its original position and was not returned. The plastic portion that connects the cable housing of the connector collar had been sheared off. Connection for an electrical eval was not possible; the device was unable to securely connect to the extension cable. Based on the condition of the device as found, the reported complaint was confirmed. A fir will not be issued at this time because we cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).